Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fractured triathlon standard insert trail was reported. The event was confirmed. Visual inspection of the returned device confirms the reported fracture. Medical records evaluation not performed as clinical factors did not contribute to the event. All devices accepted into final stock conformed to specification. There have been no other events for the lot referenced. The investigation concluded the reported event is the result of a design issue. To address this issue, a design change occurred in 2010 to obsolete this product and create a new replacement product. No further investigation is required at this time.

Event description:
It was reported that during a left tka, the trial insert wouldn't seat while the surgeon was trying to implant it. He began tapping with a mallet and the trial cracked.

Event description:
It was reported that during a left tka, the trial insert wouldn't seat while the surgeon was trying to implant it. He began tapping with a mallet and the trial cracked.